Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (s/n (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable. The defective drive train motor and clutch plate were replaced to address the system error, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front cover at the front-end area and the bottom cover had multiple cracks in the screw well area. The observed physical damage appeared to be characteristic of user mishandling. The top and bottom cover were replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.012 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). Following service and replacement of the defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with s/n (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.